Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they were feeling a lot of pain on their back which started about a few months ago; pt mentioned that their device might not be working right: the only time they feel the 'vibrations' is when they lay down on their bedtime. Pt said they increased the stimulation and noticed that they have to charge their implant more than they used to. Agent walkthrough pt on changing from group a (stim at 3.2) to b (stim at 2). Agent suggested to observe if pt will feel any relief. Pt mentioned they tried reaching out to their healthcare provider (hcp) but pt was not getting any response. Agent sent physician listings but pt was concerned if they were in network with the pt's insurance. Pt mentioned the rep which they met not too long after they were implanted and will coordinate with them and will still attempt to contact the hcp. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.